Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a right cylinder rupture. Following the surgery, the patient was stable, improved and the event resolved.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a right cylinder rupture. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the cylinder rupture was unable to be confirmed as the cylinder damage was attributed to a sharp instrument used during the explant. However, product analysis identified pump activation issues with the returned pump that could affect the functionality of the device. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. This wear would not affect the functionality of the device. The kink resistant tubing (krt) of both cylinders were identified to be cut down to the input tube sleeve junction. The tubing was not returned for analysis. The cylinders passed all tests performed. Product analysis was unable to confirm the reported allegation related to a hole in the cylinder and mechanical issue through this investigation. The reservoir krt was identified to be cut down the reservoir adapter strain relief junction. The tubing was not returned for analysis. The reservoir passed all tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the 8lbs. (Pound) activation test 2. The activation test 2 verifies that with the pump in the deactivated state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound per force) with no back pressure on the cylinder to the pump. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the device. Product analysis identified a device malfunction with the returned pump. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause of the cylinder rupture was not established; therefore, the conclusion code of no problem detected was chosen, as the reported events of a hole in the cylinder could not be confirmed. However, the cause of the device mechanical issue was confirmed with the pump and caused traced to component failure was chosen, as product investigation identified a pump functional test failure.